Event description:
The customer reported the system displayed a filament regulator error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. The system operates as intended.